Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or the kissing stent which was present in the patient prevented the shaft lumens from moving freely resulting in the reported entrapment difficulties, the reported physical resistance / sticking difficulties and ultimately resulting in the reported difficult or delayed activation. Manipulation of the compromised device resulted in the noted multiple kinks on the stent sheath likely contributing to the reported difficulties. As reportedly the handle was cut into two parts to fully deploy the last part of the stent in the target lesion manipulation of the compromised device resulted in the noted bent hypotube and the noted outer member kink. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The 7.0x40mm absolute pro .035 self-expanding stent system (sess) device was placed in the target lesion but the stent did not deploy properly. The procedure was an iliac crossover and kissing stent already present on the patient which seemed to have constrained the sheath of the absolute pro sess. A blockage of the handle and thumbwheel was noted; however, 1/3 of the stent was deployed. An attempt was made to remove the device but there was resistance. Therefore, the handle was cut into 2 parts to fully deploy the last part of the stent in the target lesion by doing a pullback with the sheath and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.